Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is roche diagnostics employee. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter provided questionable results obtained from inform ii meters (serial numbers not provided) compared to a laboratory result using an unknown method. The results were reported outside of the laboratory. See attachment for reported results.